Manufacturer narrative:
A review of complaint history identified one previous complaint associated with leaking tubing for lot number 2503033. Review of the certificate of conformance confirmed that (B)(4) units were manufactured within the lot. Evaluation of the video provided by the end user confirmed leakage originating from the bottom of the drip chamber. The affected administration set will not be returned for evaluation; therefore, the probable cause remains unknown. A supplier corrective action request (scar) was opened to investigate the reported issue and remains under investigation. Similar leaking tubing events are also being evaluated under an active CAPA investigation. Reference complaint #: (B)(4).

Event description:
It was reported to intuvie that the IV tubing set was leaking below the drip chamber. No patient harm or adverse event was reported.